Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: the subject was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin and other anticoagulant was given and the subject was not on prior regimen of aspirin or any other antiplatelet medication at the time of index procedure. The subject received loading doses of 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty and a 23 mm lotus edge valve was implanted successfully. There was correct positioning of the prosthetic heart valve into the proper anatomical location. The subject developed lbbb after the 23 mm lotus edge valve delivery system was inserted. No diagnostics were performed and no action was taken to treat the event. The subject was discharged.